Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 650686 spaiii and serial number: (B)(6). Problem statement: customer reported: wash tower is overflowing. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: there are 10 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Investigation result / analysis: per fse report: 1)found: wash tower overflowing - replaced waste pump 2) found: inline filter occluded - replaced inline filter 2) found: 10 ml lyse syringe plunger overload - replaced lyse syringe. Instrument operating within specifications. Service max review: review of related work order# (B)(4); install date: 02oct2007; defective part number: 334297 miniwash asm, 640835 filter kit, 647349 syringe xlp work order notes: subject / reported: wash station overflowing; problem description: wash station does not drain; cause: clogged waste pump filter and connectors; work performed: replaced pump, filter and connectors; solution: replaced pump, filter and replaced connectors. Returned sample evaluation: did not request return of defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes; no. Hazard ID: 3.1.29 _; hazard: environmental biohazard; severity: 5; probability: 1; risk index: 5; implementation: bd facs sample prep user¿s guide__; risk control:_alarp_____; mitigation(s) sufficient yes no. Root cause: based on the investigation result and the fse¿s comments the root cause was clogged pump, filter and connectors. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflowing. H3 other text : see h.10.

Event description:
It was reported that while running bd facs¿ sample prep assistant biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the wash station is overflowing. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Sheath with sample. 5) did biohazard leak before or after waste line? Before waste line. 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facs¿ sample prep assistant biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the wash station is overflowing. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Sheath with sample. 5) did biohazard leak before or after waste line? Before waste line. 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the fluid? No.